Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photo review: two slit lamp images of a dilated eye were provided labeled 1- and 6-months post-surgery. The 1-month image shows aggressive fibrosis increasing in the 6-month image to a fibrotic membrane. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a physician reported that during an intraocular lens (iol) implant procedure, doctor complaining that aco (anterior capsule opacification) and phimosis occurring only in company lens. Its developing gradually, after month of post operation it is getting visible and after 6 month becoming very opaque. Its not developing in all company implanted patients. But it is there in more than 50% of patients implanted with company lens. Doctor wants to know why its happening only in company lens. He has shared one month and 6 month post photographs. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).